Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer changed the infusion set and cartridge and resumed insulin to resolve the issue.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown.